Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual issue) issue. It was reported that a recently received new sale pump appeared as if it had been previously used with signs of wear in the compartments and a sticky substance on the side of the pump casing and below the ok keypad button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/12/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, a sticky substance was observed on the pump casing below the ok keypad button, which is a cosmetic flaw that does not affect insulin delivery. No wear was observed in the battery or cartridge compartments. During testing, the pump powered on properly.